Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume (over infusion) during therapy on the 7th floor (programmed amount and delivery rate unknown) on a patient diagnosed with deep vein thrombosis. The customer reported the over infusion of heparin occurred due to user error while utilizing an incorrect conversion table. The heparin infusion began at approximately 1 am " the ¿new¿ concentration of heparin (25,000 units/250ml) and again the 20,000 unit/500ml heparin conversion table was referenced in the computer system prior to the infusion. This resulted in the patient receiving more than twice the dose of heparin ordered and the issue was identified and corrected within approximately 15 minutes after the infusion was started." The customer also stated that the pharmacy immediately updated the computer system with a new conversion table and that there was no patient injury or medical intervention required. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.